Event description:
During the meniscus repair, it was reported that after t1 deployment, the t2 implant would not deploy because the deployment knob couldn't return the right position. T2 implant and suture were removed from the joint, but t1 remained inside the joint.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned. The insertion needle is dramatically bent. The device was functionally tested for proper actuator advancement and cycling and could not function as intended due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no further investigation is warranted at this time. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. (B)(4).